Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding the system error 2240 message that appeared on the display of hp's homechoice machine during dwell 3/6 of their automated peritoneal dialysis (apd) therapy. Reportedly, during therapy one of hp's supply bags fell and became disconnected from the supply line of the homechoice set. Tsc assisted hp's spouse in ending therapy early and advised hp's spouse to set up with new supplies to complete hp's apd therapy. Per hp, after spouse ended call with tsc, they started a new therapy with the same supplies. No pt injury or medical intervention was associated with this incident, per hp.